Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd vacutainer® plus plastic sst tube was found with the label missing on the product. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Evaluation of the customer samples was performed and missing label was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing label was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.